Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the patient alleged a blood glucose level of 500mg/dl. The patient alleged the elevated blood glucose level started three weeks prior to (B)(6) 2018. The elevated blood glucose was alleged to occur at 8:30am-11:00am. The patient corrected the elevated glucose level with a bolus. The patient alleged the bolus decreased the high blood glucose level after a prolonged period of time. The patient believed the correctional bolus was never delivered accurately by the pump. The patient stated he had a throat problem that resulted in a fever, and can sometime causes an increase in his blood glucose level. The patient stated his throat issue has not occurred lately. The patient also mentioned redness at the site of insertion. The patient stated his current blood glucose level was 100mg/dl at the time of the call. Troubleshooting was unable to be completed for the pump. Customer support has made several attempts to contact the reporter to follow up; however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because the allegation against the delivery function of the pump could have caused or contributed to the patients hyperglycemic event.

Manufacturer narrative:
Follow-up #1: date of submission 26-mar-2019. Device evaluation: the device has been returned and evaluated by product analysis on 20-mar-2019 with the following findings: during investigation, the black box contains dates from 2/1/2019 to 2/10/2019. Black box and histories for issue reported on 5/22/2018 have been overwritten. Available daily insulin delivery totals correctly reflected programmed basal rates. The pump passed delivery accuracy test and found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.